Manufacturer narrative:
Corrected data: h1: should be corrected to serious injury. H6: health effect- impact code: should be corrected to 4627- device explantation. H6: medical device problem code-3189 should be omitted for correction. Claim#: (B)(4).

Manufacturer narrative:
Weight:unknown, ethnicity:unknown, race:unknown claim# (B)(4).

Event description:
Reportedly, a replacement implantable collamer lens for a patient was torn during the surgery.